Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Product specific trending for the past three years shows there has been (B)(4) similar reports. See MDR 3013394970-2017-00549 for the second device reported that was used on the same patient in the reported event.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: the locator was not inserted into the sheath due to resistance. When the sheath was inspected, a kink in the tip of the sheath was observed. The device was not used and was replaced by another angio-seal device of the same product code and lot number, but the same incident happened. The second device was also replaced by another angio-seal device and the replaced device was used without incident. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 7 fr. Hemostasis was successfully achieved by the third device. There was no health damage to the patient.